Manufacturer narrative:
(B)(4). One used forcefxcs generator was received and evaluated. The reported condition was confirmed. The investigation isolated the failure to the t10 transformer on the psrf board, but the root cause could not be determined. A review of the device history records for this serial number was conducted and no entries potentially pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer had reported that the unit activated when the return electrode was not plugged into it. There was no alarm. An activation tone sounded but there was no output of energy. Upon receipt of the unit for evaluation at covidien, an initial evaluation of the unit found that it could be activated with energy output when no return electrode was plugged in.